Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation in accordance with procedures recommended by zoll manufacturing corporation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon further investigation of the download data, the monitor had displayed service code 104, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The cause of the defective sd card was liquid contamination on the j101 sd card connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. .

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest on (B)(6) 2020. The patient was reportedly conscious at the time of the treatment event. The response buttons were not pressed during the treatment event. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment event at 1:47:19 pm on (B)(6) 2020. The electrode belt was disconnected at 1:47:22 pm on (B)(6) 2020. There is no death or serious injury associated with the treatment event. The specific rhythm at the time of the treatment event is unknown. The downloaded data indicates that the device had displayed multiple service code 104 errors. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment events on the patient's date of death is unknown.